Manufacturer narrative:
Service was dispatched on (B)(4) 2012, for this event. The field service engineer (fse) rebuilt the wash pumps and precision pumps and replaced all probes and peripump tubing. The fse verified instrument alignments. Upon completion of the repairs the fse verified instrument performance via completing a passing system check and high sensitivity system check and returned the instrument back into operation. The mdrs associated with this event consist of: 2122870-2012-00606, 2122870-2012-00607.

Event description:
The customer reported that imprecise alpha-fetoprotein (afp) quality control and patient results were generated on the access 2 immunoassay system for multiple patient samples across multiple days. This report represents the imprecise quality control results and imprecise single patient results generated on (B)(6) 2012. The customer provided data associated with three patient samples. Each patient possessed sample results generated on (B)(6) 2012, however these samples over 9 days old by the time of repeat testing. Additionally the samples had been frozen between testing. Due to this, no valid precision correlation could be made between initial and repeat results and hence the initial patient results were not included in this report. Additionally, as the only issue associated with imprecision for two patients was between initial and repeat results, these patients' data were not regarded as imprecise and included in this event. The afp results were not reported out of the laboratory, and hence there was no death, serious injury or modification in patient treatment associated or attributed to this event. The initial afp results was elevated and above the normal reference range for the assay. Upon multiple repeat on the same instrument, elevated results above the normal reference range were recovered, however collectively the results did not meet the precision claims of the assay. Quality control results were performing above the customer's established ranges, and failing afp calibration results were generated on the date of the event. Sporadic imprecision had been observed while running afp quality control assessments during the timeframe of this event. System checks performed by the customer passed within instrument specifications. No specific patient information or additional sample collection/handling information was provided by the customer.